Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2: reference MFR report: 3008829311-2016-00105. It was reported the patient experienced right leg weakness followed by a total loss of control of her right leg and was taken to the emergency room (ER) the day after her drg system was explanted and replaced (reference MFR report: 3008829311-2016-00093 and MFR report: 3008829311-2016-00106). A CT scan indicated a possible cerebrospinal fluid (csf) leak but no evidence of a hematoma. The patient was admitted to the hospital for further testing and observation. On (B)(6) 2016 the patient underwent a laminectomy and explant of the drg system. The patient was then transferred to a rehabilitation facility. No further information is available at this time.